Event description:
Customer claimed that the meter has been set up 4 times. When the strip is inserted into the meter, it turns on and flashes "12" and does not give the drop indication for the start test.